Event description:
Pt called in 2002 and alleged inaccurate high results with the one touch ultra teststrips and meter. Because of higher results of the ultra pt allegedly injected more insulin and later become hypoglycemic. Pt tested 5 days ago at 2 pm. Result was 9.4 mmol/l. According to this result pt took 6 units of regular insulin /novorapid. At 5 pm pt felt very sick, their body started shaking and was covered with sweat. The result was 3.7 mmol/l at that time. Pt took some glucose and one piece of bread. Result at 6:30pm was 7.3 mmol/l. Regime: 22 units nph insulin morning and 12 units nph insulin in the evening. No other insulin is normally taken. Pt tests blood glucose twice a day. Because of the other medical problem (pt does not want to talk about it) pt takes right now the medication "pretnisilon". At the time of event, pt had to take 10 milligram of "pretnisilon" in form of a pill. Because this medication causes higher blood glucose levels pt has to take some regular insulin/novorapid according to the meter results. Pt no longer is confident with its accuracy. For this reason pt compared it to a health care professional's( their boss) wet chemical measurement instrument. Name of instrument unknown. Results were: customer's meter; hcp instrument: 2002: 7,2 mmol/l, 6,10 mmol/l, next date 9,8 mmol/l, 7,89 mmol/l, three day later: 8,9 mmol/l, 7,22 mmol/l, 8,1 mmol/l, 5,57 mmol/l. No further info available.